Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. The belt has not been returned to the distributor. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor: 5/4/2015, belt: 9/27/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on an unknown date. Review of the download data, indicates the patient received two appropriate treatment shocks and two additional shocks in response to supraventricular tachycardia (svt). The patient received the first two treatments at 12:05:34 am and 12:05:59 am while the patient was in svt from 210-230 bpm. The patient's post shock rhythm for the first and second treatments was svt at 220 bpm with motion artifact and sinus bradycardia at 20 bpm with nsvt, tactile artifact and pvc's. At 12:06:31 the patient received the third appropriate treatment while the patient was in vf with tactile artifact. The patient's post shock rhythm was sinus beat transitioning to vf with tactile artifact. At 12:07:08, the patient received the fourth appropriate treatment while in vf with tactile artifact. The patient's post shock rhythm was asystole with possible cardiac activity, motion artifact, and loss of cardiac signal. The response buttons were not pressed during the event. The patient passed away on an unknown date. The last day of patient wear is (B)(6) 2019. Reporting death out of abundance of caution as date of death is unknown.